Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: only the event year is known. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E3: reporter is a j&j employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on an unknown date in 2024, the item was sticking during compression. Fragments were generated and were easily removed without requiring additional intervention. There was no surgical delay, and the procedure was completed successfully. No further information was provided. This report involves one expedium spine system compressor, parallel action. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device presents signs of heavy use and an overall worn appearance consistent with constant usage for over 14 years. A functional test was performed, the locking mechanism was actuated but when the locking mechanism was released, the handle did not return to its original position. The device does not work as expected. The costumer allegation can be confirmed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the xpdm compressor, parallel would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for xpdm compressor, parallel, was conducted identifying that lot number bv653460 as released in batch. Batch1: lot qty of (B)(4) units are released on oct 12, 2011 with no discrepancies supplier: (B)(4). (B)(4), is created for product (closed) and a diimension .2500+/- .0025 is undersized is found . This nc is not relevant to complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.